Manufacturer narrative:
Following receipt of additional information, this event will be further updated.

Event description:
It was reported that during a routine follow-up, device interrogation exhibited an error message indicate of the unit in a safety mode operation with limited functionality. To date, no adverse patient effects have been reported and no intervention taken.